Event description:
Reporter states customer reportedly received result of 342 mg/dl on the advantage sys and 137 mg/dl on professional's meter within 10 mins. No blood glucose symptoms reported with these results. No actions taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.